Manufacturer narrative:
The pump was returned to animas for evaluation. The pump history confirmed the report that the pump functioned properly by detecting an occlusion and alarming to alert the user. The pump history also indicated that insulin delivery was suspended by the patient for several hours prior to the hospitalization. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient was hospitalized for elevated blood glucose levels. The patient's husband also reported that the pump was emitting occlusion alarms.